Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 6/17/2021 under wo#'s 297987 & 305110 and shipped on 9/10/2021. Manufacturing record review: DHR's 297987 & 305110 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Several were not confirmed, while others pertained to a previous recall on the lack of isolation on a circuit/component. Product receipt: the complaint unit was returned on a repair. However, this unit was serviced under log 101311 on 11/16/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was tested to specifications, found to function free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Event description:
No additional information.

Manufacturer narrative:
No change to the final investigation findings. Updating the UDI number. Correction to email contact.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the leep would not coagulate and drags when cutting. No adverse event was reported. No additional information is available. 1216677-2023-00156, lp-20-120, leep 2023-11-0000316.